Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored two episodes resulting in one inappropriate shock in each. Device data revealed the inappropriate shocks were attributed to oversensing of muscular noise. X-rays confirmed the device system appeared to be in an appropriate position. The noise was able to be reproduced with isometric testing, along with amplitude variance, in the primary vector. Troubleshooting found the myopotential noise was due to postural movements. Additional testing was completed for all positions and noise was able to be reproduced in the lower arm movements. This system was then reprogrammed to the secondary vector. An additional inappropriate shock was reported to have been delivered. This system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored two episodes resulting in one inappropriate shock in each. Device data revealed the inappropriate shocks were attributed to oversensing of muscular noise. X-rays confirmed the device system appeared to be in an appropriate position. The noise was able to be reproduced with isometric testing, along with amplitude variance, in the primary vector. Troubleshooting found the myopotential noise was due to postural movements. Additional testing was completed for all positions and noise was able to be reproduced in the lower arm movements. This system was then reprogrammed to the secondary vector. An additional inappropriate shock was reported to have been delivered. This system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored two episodes resulting in one inappropriate shock in each. Device data revealed the inappropriate shocks were attributed to oversensing of muscular noise. X-rays confirmed the device system appeared to be in an appropriate position. The noise was able to be reproduced with isometric testing, along with amplitude variance, in the primary vector. Troubleshooting found the myopotential noise was due to postural movements. Additional testing was completed for all positions and the device was reprogrammed to the alternate vector. This system remains in service. No adverse patient effects were reported.